Event description:
According to the customer, on 07/27/2024 the nebulizer stopped "producing mist" causing her to miss "about 3-4" budesonide medication dosages.

Manufacturer narrative:
According to the customer, on 07/27/2024 the nebulizer stopped "producing mist" causing her to miss "about 3-4" budesonide medication dosages. The customer reported she has been utilizing her "albuterol inhaler" to help maintain adequate breathing after the nebulizer stopped producing mist. The customer reported she takes the medication for her diagnosis of "copd and respiratory failure". The customer reported without the medication her "airway is tighter" requiring her to utilizer her "trilogy mask ventilator" more often. The customer did not report any serious injury, follow up care, or medical intervention related to the reported incident. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.